Event description:
It was reported that the patient presented in the emergency room due to loss of consciousness. On (B)(6) 2017, the right ventricular lead was capped due to fracture. The patient was stable post-procedure.